Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the proximal to mid left anterior descending artery with heavy calcification and 99% stenosis, an intravascular ultrasound (ivus) was advanced but could not cross the lesion. A 2.25x15 rx trek balloon catheter was advanced without resistance and inflated; however, the balloon ruptured on the fourth inflation at 10 atmospheres (atm). Reportedly, all inflations were performed at 8 atms to 10 atms. There was no dissection noted and the 2.25x15 rx trek balloon catheter was removed from the patient anatomy without resistance. A 2.5x15 nc trek was advanced and inflated to perform dilatation without any issue. Ivus was performed and a 2.5x38 xience prime stent and a 2.75x28 xience prime stent were implanted to successfully treat the target lesion. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).: during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, neos route, guide cath: zenyte 6f jl 4.0st. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.